Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in between the deep femoral artery and the common femoral artery. The 7.0x60mm absolute pro self expanding stent system (sess) was advanced to the target lesion however during deployment, the stent did not completely release from the delivery system. While removing the sess, the sheath separated. An attempt was made to snare the separated portion and stent however was unsuccessful. A cut down was performed to remove the absolute pro stent which was still partially attached to the sheath. The arteriotomy was closed with a bovine pericardium patch. A non-abbott stent was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction the anatomy and/or inadvertent mishandling resulted in the noted device damages (kinked stent holder, kinked inner member, kinked jacket) thus resulting in preventing the shaft lumens from moving freely resulting in the reported activation/deployment failure. During removal of the compromised device, interaction and/or inadvertent mishandling resulted in the noted stent damages (bent/stretched/broken struts), the noted tip and inner member separations and ultimately resulted in the reported/noted sheath material separation. As reported, a cut down was performed to remove the absolute pro stent which was still partially attached to the sheath, the arteriotomy was closed with a bovine pericardium patch and a non-abbott stent was used to complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.